Manufacturer narrative:
Result of investigation: it was determined that the root cause of the issue was the software version used but has been resolved with v6.0.1600.0. As a resolution technical support added a flow criterion for better distinction between a true mechanical occlusion and an occlusion triggered by the patient through excessive inspiratory and expiratory breathing, resulting in a high proximal pressure reading. If the pressure does not decrease due to a high exhalation flow and a positive error pressure occurs, then an occlusion alarm will not be triggered anymore.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e alarmed circuit occlusion. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.